Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after an infusion set change, the user experienced prolonged hyperglycemia because the tubing was not clipped to the infusion set coupling, which prevented insulin delivery; the user reconnected the tubing and glucose levels returned to range. Symptoms included fatigue and impaired concentration. Outcomes included no hospitalization, no medical intervention, no assistance from others, and no ketone testing or backup therapy. Investigation included telephone troubleshooting and user education. Investigation of this case revealed user setup error with the infusion set connection. It was concluded that the event resulted from user error related to incorrect infusion set deployment and connector attachment.